Event description:
Healthcare professional (hcp) reports a pt death due to hemolysis on 04/10/2000 after treatment with the ca-hp 210 dialyzer, reuse number 17. The pt had complained of abdominal pain for several days prior to dialysis on 04/10/2000. Approx two hours into the treatment (2pm) the pt's condition appeared to worsen, and the treatment was terminated and the pt sent to the ICU. At 10pm that evening in the ICU the pt was stable and comfortable. At 10:20pm the pt coded and expired. The pt's family has refused an autopsy. The machine used for the pt's treatment was tested and no malfunctions noted. The dialysis solution and water tested negative for contaminants. The tubing used during the treatment was discarded and unable to be tested. No further info is available at this time.